Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: concomitant products 6947 implantable tachy lead - (B)(6) 2003. (B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.